Manufacturer narrative:
(B)(4). Preliminary analysis: quantity produced / imported: (B)(4) units were produced; there are no other complaint reports related to this product code, batch number and cause; batch record review: review of production batch documentation was performed, in which the controls were verified during the process, no deviations or alterations were identified during the process. Results for batch release results obtained for batch release, as for armed resistance, met the requirements of the OEM for this type of suture. Analysis (s) sample (s): both samples received were received without packaging; the needle was separated from the wire. A retrospective review of the manufacturing batch was completed. Review of the records for reported lot was completed and it was evident that this product had a normal process and the results met the parameters established by OEM. Conclusions: this complaint is considered justified, based on the condition of the samples received; however, this is considered an isolated incident. Corrective/preventive action: not required.

Event description:
Country of complaint: (B)(6). Needle detachment, found upon opening.